Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the helix of the low voltage lead did not advance properly. The low voltage lead was not used. The patient condition was not known.